Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. The instrument passed electrical continuity testing. Failure analysis also observed that the surface of the main tube appeared to be scraped off with deep scratches. The material was missing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the cable damage and/or tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the pk dissecting forceps instrument cable was noted to be frayed during a da vinci prostatectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.